Event description:
Dr. (B)(6) ((B)(6)) was treating a distal sfa via contralateral access and encountered a tight stenosis. The device was likely partially within the stenosis when first turned on. No stalling or bogging down was noticed but it was apparent that the burr had detached from the drive wire. He was able to snare the burr and remove it through the sheath. There was no patient injury. He then used a 1.66mm revolution device to finish treatment. That device worked well.

Manufacturer narrative:
It was observed on the returned device that the welds that attach the burr to the drive wire were positioned further proximally than the specification required. The failure mode was replicated on the bench with welds positioned proximally. Devices with welds positioned further distally did not fail.